Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 55 mm from the tip of the balloon. Media inspection of the photo provided by the customer showed no damages. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon leak. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a tracheal dilation procedure performed on march 28, 2023. During the procedure, the balloon was noted to be leaking and the dilation pressure could not be reached. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was stable.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a tracheal dilation procedure performed on (B)(6) 2023. During the procedure, the balloon was noted to be leaking and the dilation pressure could not be reached. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak.